Event description:
During a laparoscopic gastric bypass procedure, the device cut tissue but did not staple when jejunojejunostomy was attempted. The surgeon had to suture tissue adding an additional 45 minutes to or time.